Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during review of the device data log. However, the device was put through extensive testing including bench testing, defib stressing and ECG monitoring testing without duplicating the report. The defib receptacle and the multifunction cable were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.